Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt ¿ left) ablation procedure with a webster cs catheter with auto ID technology and the catheter breakage occurred. It was reported that during use of the webster cs catheter with auto ID technology, the catheter broke when the physician introduced it into coronary sinus and the catheter could not be seen after this damage. The procedure was delayed 2 minutes and a new catheter was used to successfully complete the procedure. There was no patient consequence. It is unknown if fragments were generated. Additional exams have been done (scanner) and waiting for results. Additional information was later received indicating the damage resulted in wires and/or braid being exposed; the physician saw wires. It is unknown if the damage resulted in any lifted or sharp rings. The physician did not notice any resistance or difficulty during insertion or removal of the device. There was no loss of material. No part was detached just catheter break up without loss of material. The physician didn¿t use a sheath for this catheter. A computed tomography (CT) scan has been done but it was normal. Physician¿s opinion on the cause of the event is bwi product malfunction. Patient outcome is fully recovered (no residual effects). The patient did not require extended hospitalization. This event will be reported as malfunction only as the current information indicates no medical or surgical intervention were required or prolonged hospitalization for the patient. Should additional information become available regarding a patient harm this can be reassessed for adverse event.

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt ¿ left) ablation procedure with a webster cs catheter with auto ID technology and the catheter breakage occurred. It was reported that during use of the webster cs catheter with auto ID technology, the catheter broke when the physician introduced it into coronary sinus and the catheter could not be seen after this damage. Additional information received indicated the damage resulted in wires and/or braid being exposed; the physician saw wires. The procedure was delayed 2 minutes and a new catheter was used to successfully complete the procedure. There was no patient consequence. Device evaluation details: on 14-feb-2022, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional tests of the returned device. Visual analysis revealed that the shaft-tip transition was damaged. An outer diameter evaluation was performed, according bwi procedures. The device was found within specification. The issue experienced by the customer cannot be associated to the dimensions of the device. Also, a microscopic examination was performed, and adhesive marks were observed on the shaft-tip transition as evidence that the device was properly assembled. All units are inspected prior to leaving the facility to avoid this type of damage. The issue could be related to excessive force or manipulation, but this cannot be determined. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A manufacturing record evaluation was performed for the finished device [30614418m] number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. The instructions for use contain the following precaution: "do not use excessive force to advance or withdraw the catheter when resistance is encountered". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).